Event description:
It was reported the pt stopped feeling stimulation. A full parameter diagnostic indicated high impedance values on several contacts. Reprogramming was utilized to no avail. The pt underwent surgical intervention. During the procedure, while inserting the epidural needle the physician observed cerebrospinal fluid leakage through the needle. The physician continued with the procedure and successfully explanted and replaced the malfunctioned lead with a different model lead. The pt remained asymptomatic and reported effective coverage as needed.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.